Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 450 mg/dl and an insulin injection was administered to address the bg level. After the occlusion alarm, the customer changed all of the supplies on the pump. Tandem technical support had the customer perform a system check using the current supplies and the pump was found to be functioning as expected.